Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reported cartridge? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any difficulties encountered with device during procedure? What color cartridge was used for g-j and j-j anastomosis? What was found during the reoperation? Were blood products required? If so, how much? Please explain the new anesthesia protocol and how it may affect hemostasis? What is the current patient status?

Event description:
It was reported that the patient experienced a post-operative hemorrhage. The patient was re-operated for a hemorrhage and an occlusion after a by-pass. The day after, the by-pass abundantly bled (blood in the stool) with a significant deglobulisation motivating her follow-up in continuous monitoring unit. The patient required a transfusion. The surgeon does not know if it is because of the reload or it is because of a new protocol of anesthesia. They used to use the reload ecr without any problem.

Manufacturer narrative:
(B)(4). Additional information requested and received: what stapler was used with the reported cartridge? Psee45a does the surgeon routinely wait 15 seconds prior to firing? Yes both surgeons who encountered those complications do. Does the surgeon pulse fire or use one continuous firing stroke? One continuous firing stroke. Were any difficulties encountered with device during procedure? No. What color cartridge was used for g-j and j-j anastomosis? Gj : blue gst cartridge jj : white gst cartridge. What was found during the reoperation? Active bleeding of the jj anastomosis on one case or big clot obstructing the jj anastomosis in 3 cases. Were blood products required? If so, how much? In some cases yes, the last patient received 7 pouch. Please explain the new anesthesia protocol and how it may affect hemostasis? The morphine-free anesthesia protocols began in pure IV service (without local-regional anesthesia) on (B)(6) 2018, that is long before the bleeding complications occurred. They were used primarily for robot prostatectomies and bariatric then for almost all patients (especially colorectal surgery). This protocol uses: dexamethasone, lidocaine, clonidine or dexmedetomidine, magnesium, rocuronium-sugammadex, desflurane, these drugs have no interference with hemostasis. The analgesics used have not changed in particular the use of nsaids goes back well before the ofa. What is the current patient status? All patients are doing well and recovered without any inconveniences or complications.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon stated that he performed from 2007-2017, 1900 gastric bypass procedures with ecr reloads and had no major bleeding and no reoperations. Four patients got blood clots that required removal, and another required a blood transfusion. Post op bleeding increased from 1% to 6% recently. The surgeon discussed the new anesthesia procedure and the switch from fragmin to lovenox. Tried an ecr again and still had bleeding. White reload used for jj anastomosis and hand sewn common opening. He stated that he did not wait 15 seconds for tissue compression for 12 yrs. And never had a problem with hemostasis. Tried recently to wait 15 seconds but did not see difference. No staple formation issues noted on all cases. Surgeon uses blue sometimes gold on pouch creation and blue on jejunum. If oozing is noted intraoperatively, then it is clipped.